Event description:
Customer reported their baby (exact age unknown), received erratic readings on their freestyle flash blood glucose monitor. In blood glucose tests, customer received readings of 222 mg/dl, 109 mg/dl, and 82 mg/dl within 10 minutes. All tests were performed on the forearm. The results when plotted on a leroux error grid fell out of range on the grid, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's product has been requested back for investigation. A follow-up report will be filed once investigation results are available.